Event description:
Reportedly the pump was running on a pt with pca demerol theraphy. After therapy was initiated, the pt was found in the bathroom, in an unresponsive condition with pump alarming. The pump had 25cc of demerol remaining in the syringe. Pt bp was 86/48, hr 102 and rr 10. Pt was transferred to bed, narcan was administered and pt was subsequently transferred to the telemetry floor. Hospital investigation found two butter knives in bathroom. Pump showed one injection and one pca attempt in history, and also the pusher block alarm went off 13 minutes after pca therapy had been started. Conclusion was that the pt violated the integrity of the pump and self bolused 240 mg of demerol. Biomed was able to recreate this event. Pt had history of depression.

Manufacturer narrative:
Section f completed by co with info provided in the original medwatch report. The pump evaluation results are consistent with damage from tampering. The drug/syringe compartment and lock mechanism were noted to have physical abnormalities and damage. Reported condition of tampering is confirmed.